Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 10/17/2007. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not stay powered on. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the unit was connected to 110 vac. The unit failed the initial contact test. The failure was indicative of a power supply pcb failure. The onboard power supply pcb was by-passed with a known good power supply pcb. On the second attempt the unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb is defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 20 june 2007 and will be replaced.

Event description:
The event is reported as: the unit will not stay powered on. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4).

Event description:
The event is reported as: the unit will not stay powered on. Unknown when alleged defect was detected.